Event description:
The facility reported a device with a condition of "open key not working". This condition occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hosp rep. No additional info is available.

Manufacturer narrative:
Evaluation summary: the reported condition of "open button not working" was confirmed during product evaluation. Inspection of this pump revealed the condition was caused by a faulty pump head module (phm) keypad. To correct this condition, the phm keypad was replaced.